Event description:
The customer's mother reported that the customer was experiencing high blood glucose levels. The customer's blood glucose reading was 72 mg/dl at the time of the report. Troubleshooting was performed. No insulin exited during the prime test. The high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.